Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, the needle broke on three devices. To resolve the issue, the surgeon use a different suture from another provider. There was no patient injury.